Manufacturer narrative:
Medwatch sent to FDA on 02/10/2015. Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of "swelling, discomfort, tenderness, slightly hard, and feeling funny" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Pt reported approximately 8 months after injection in lips with juvederm ultra pt had flu like symptoms and "lips started feeling funny". Pt developed swelling in lips, discomfort, tenderness, and lips were "slightly hard (likely due to the swelling)". Pt took antihistamines for 2 days and reported that symptoms resolved by second day.